Manufacturer narrative:
The device remains implanted in the patient, hence device evaluation could not be performed. Medical records were not provided for clinical assessment; therefore, a thorough clinical investigation of the medical records was not possible. The cause of the reported event could not be determined. A manufacturing record review was performed and the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar events. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 19 months post-implant of a bifurcated device and two limb extensions, the patient experienced a contained distal aneurysm rupture. Reportedly, the patient collapsed at home and was brought emergently to the hospital in stable condition. The patient was successfully treated with a limb extension, which resolved the rupture. The patient tolerated the procedure well. Additional information: the patient had lost follow-up with implanting physician in the last 19 months.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.